Event description:
It was reported that the ventilator generated a power supply failure alarm, and emitted a harsh alarm sound. The affected device was replaced and the ventilation was continued manually. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the ventilator generated a power supply failure alarm, and emitted a harsh alarm sound. The affected device was replaced and the ventilation was continued manually. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service and a faulty power supply as well as faulty internal battery were identified as root cause of the reported event. The reported swollen/bulging battery was a strong hint for a faulty and/or worn-out internal battery. As replacing the internal batteries did not solve the issue, the power supply was replaced as well. In addition, information was made available regarding onsite environmental conditions during device storage and usage. According to this information, condensing humidity on electronical device components was considered a potential root cause of the reported malfunction of electronical components. The environment conditions during operation and storage of the ventilator are specified in the instruction for use. If humidity condenses on the internal components of the device, the insulation properties could be impaired and temporary or permanent malfunctions can occur. The internal battery is a maintenance part and must be replaced every 2 years. Before every use of the device, the internal battery must be checked according to the instructions for use. Performing the device check including a test run on internal batteries without connection to ac mains is key to detect a faulty internal battery prior to patient use and therefore to avoid a device malfunction during use. If the power supply is faulty, a total loss of power is possible. In this case the device shuts down and the power fail alarm will be activated. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing will be possible for the patient. In the current t event, the device detected and alarmed the power fail as specified. A design deficiency of the savina 300 device leading to frequent power supply malfunctions could be excluded. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.